Event description:
Subsequent to the initial MDR, additional information was received on 6/12/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient and their spouse were staying in a hotel. During the night the sensor was inserted, the patient calibrated the sensor twice. On (B)(6) 2023 at 7:00 am he compared bg and cgm values (unspecified) and the values were in range. At 9:30 am the cgm value was 141 mg/dl so he self-administered insulin before breakfast based upon the cgm value. During breakfast he began to feel hypoglycemic (shivering and sweating), and did not recognize his surroundings. He drank a liquid containing sugar to raise his bg level. The patient¿s wife called ems, and a doctor and paramedics came to the hotel room. The bg finger stick value was 27 mg/dl and the doctor administered IV glucose to raise the bg level. He was transported to the doctor¿s clinic and released later the same day after his condition stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023 . The patient and their spouse were staying in a hotel. During the night the sensor was inserted, the patient calibrated the sensor twice. On (B)(6) 2023 at 7:00 am he compared bg and cgm values (unspecified) and the values were in range. At 9:30 am the cgm value was 141 mg/dl so he self-administered insulin before breakfast based upon the cgm value. During breakfast he began to feel hypoglycemic (shivering and sweating), and did not recognize his surroundings. He drank a liquid containing sugar to raise his bg level. The patient¿s wife called ems, and a doctor and paramedics came to the hotel room. The bg finger stick value was 27 mg/dl and the doctor administered IV glucose to raise the bg level. He was transported to the doctor¿s clinic and released later the same day after his condition stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.